Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the customer tried to pull the medication, they received an error stating 'unexpected service operation error occurred.' A technical support specialist (tss) completed a reverse synchronization followed by the knowledge article (B)(4). Then the station was fully synchronized, and transactions along with station inventory were backed up to the ephi to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a disaster recovery was required in the pacu. The customer reported that 3 of the nurses were not able to pull any medication. When the nurses tried to pull the medication, they were getting an error as ¿unexpected service operation error occurred¿. However, there were no delay or adverse events or injuries reported based on this event.